Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to troubleshoot the pump, but it did not respond. As a result, technical support arranged for a replacement pump and ensured the customer would use an alternate method for insulin delivery, specifically multiple daily injections (mdi), until the replacement arrived. The customer was instructed on how to put the malfunctioning pump into storage mode and to return it using a pre-paid label.